Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hypoglycemia and the insulin pump was over delivering the insulin. It was reported that the customer had low blood glucose levels ranged from 2.8 mmol/l to 3.2 mmol/l. Customer turned off the pump. It was reported that the insulin pump received failed battery test 5 times and then finally went in. It was reported that the drive support cap was loose. Troubleshooting was performed. The customer treated with food and glucose tablets. The customer had current blood glucose levels of 14 mmol/l, customer went to hockey practice and blood glucose value was 7mmol/l. Customer reported that the pump was not worn during a medical procedure. Product is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, a21 error test and all operating currents tested within the specification range. Device was monitored and tested with no failed battery test noted. Device received with moisture damage on electronics assembly.